Manufacturer narrative:
Date sent: 7/12/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the staples would not hold. The surgeon completed the anastomosis with manual suture. There was no pt consequence.